Manufacturer narrative:
(B)(4).

Event description:
The tablet usb cable was received and analysis is underway but has not been completed yet.

Event description:
It was reported that the physician kept getting an error message when trying to interrogate using her brand new tablet and usb cable. The usb cable was switched out another usb cable was connected to the tablet and the programming system worked fine. A replacement cable was provided but the suspected cable has not been received to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported serial cable issue was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable usb connector. No further anomalies were identified.